Event description:
It was reported by the rep that during a pph procedure, the device cut, but did not fully staple on the anvil side. Sutures were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.